Manufacturer narrative:
12/15/1998- supplemental report sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Corrected data entered in b-f, f-10 (changed from 2199 to 2104) and h-1 (from malfunction to serious injury).

Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument did not cut. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.